Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 550mg/dl at the time of the incident. Patient's current blood glucose was unknown. The customer took manual injections to treat high blood glucose. The high pressure test passed. The insulin pump will not be returned for analysis. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional¿s instructions. The customer was advised to follow up with healthcare professional concerning high blood glucose and call back if needed.